Manufacturer narrative:
The liat analyzer serial number was (B)(6). Although the exact root cause cannot be identified, the data does not show any abnormalities for the negative result generated by the cobas sars-cov-2 & influenza a/b nucleic acid test assay. No systemic product problem with the reagent or hardware was identified through the investigation and the cause was consistent with contamination during sample prep and/or poor homogenization.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a negative result for influenza a. The same sample was retested on a different cobas liat analyzer using the cobas influenza a/b & rsv assay which yielded a positive result for influenza a. The positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.